Event description:
According to the distributor's report, the device was used to close a forehead laceration. During application, the pt moved. The adhesive contacted the pt's eye and glued it shut. The physician applied petroleum jelly to the eye as recommended in the product literature. No further info is reported.